Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description and photo provided, a likely cause is a y connector leak. Excessive handling or stress put on the y connector tubing connections can result in a leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. No other complaints from the same lot have been received for y connector leak. Solventum will continue to monitor.

Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked at the bifurcation after filling with sterile fluid. No injuries or medical interventions were reported due to the alleged malfunction.